Event description:
Reporter alleged discrepant back to back blood glucose results on the advantage system of 511, 213, 192, & 146 mg/dl when all tests were performed within 10 minutes. Customer stated not having any high glucose symptoms when receiving the first result however, took 3 units of insulin but did not provide the location of the testing. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent.

Manufacturer narrative:
The suspect device is the comfort curve test strips.